Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument had difficulty firing due to tissue thickness. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received stapler sureform 60 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure "tissue too thick to continue" based on log review but was not replicated during in-house testing. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The root cause was not able to be determined. Isi also received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The root cause was not able to be determined.